Manufacturer narrative:
No unexpected battery out limit alarms were noted during testing. The insulin pump passed the displacement test and off no power test. The operating currents were in specification. All buttons function properly; however, a connector on the lcd board was half-unlocked during visual inspection. The following physical damage was also found: minor scratches on the lcd window, cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; the keys were unresponsive. The patient's blood glucose at the time of incident is unknown. The customer was currently in the hospital as well, but for a non-pump related issue). Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. Additionally, the pump alarmed with a battery out limit, but it could not be cleared due to the unresponsive keypad. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.